Event description:
It was reported "the constrained liner failed, the ball came out of the socket. Pt has a gmrs proximal femoral replacement with very little or no soft tissue to keep the joint in place." Pt was revised.

Manufacturer narrative:
Device not returned, no evaluation will be performed. If device becomes available a supplemental report will be issued.